Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, balloon withdrawal difficulties occurred. The 2.25 x 15 mm progressive target lesion was located in the moderately tortuous and moderately calcified mid circumflex (cx). The lesion was predilated with a 2.0 x 20 mm apex balloon to 8 atms for 30 seconds. A 2.25 x 24 mm taxus express2 atom stent was deployed in the lesion at unk atm. The delivery balloon was completely deflated, however upon withdrawing the stent delivery system (sds), there was balloon withdrawal resistance. In order to remove the balloon, the physician inflated and deflated it twice and deep seated the unspecified guide catheter. The stent delivery system (sds) was successfully withdrawn. The stent remained in place and was post dilated with an unspecified device. No pt complications were reported. The pt's current condition is listed as "fine".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).